Event description:
Caller reported an alarm indicating an occlusion event had occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the cartridge and resumed insulin use. While more than one occlusion event had previously been reported, the customer took different actions to address them. Cts followed up for additional assistance due to frequent occlusion issues.